Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The valve remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed under controlled pacing since premature ventricular contraction (pvc) developed. After the valve was implanted controlled pacing was necessary to complete the procedure. Nine days post valve implant, a permanent pacemaker was implanted. No further adverse patient effects were reported.